Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during semi annual preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) displaying fault code 118 had occurred 36. There was no patient involvement reported.

Manufacturer narrative:
Due to character restriction in block e1 e1 event site name is (B)(6) hospital. Corrected fields : d5 , e2, e3, e4 , e1 ( initial reporter , event site email, event site name),g2. Updated fields: b4,d8, d9, g1(contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. The fse replaced the solenoid control board. The unit passed all safety and functional tests, and was returned to the customer for clinical use. The failure analysis and testing dept. Received part number 0670-00-1161 with a reported unit failure of a fault code 118. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed on this part. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.